Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in r-wave amplitudes. Sensing was changed to the unipolar configuration for the rv lead. Boston scientific technical services (ts) discussed that it could be the lead had moved which caused the sensing drop and also opened the patient to retrograde conduction with pacing too. The patient reported feeling palpitations. Physician ordered an x-ray after the finding. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0629. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. Patient sensing was changed to unipolar for rv lead. Boston scientific technical services (ts) discussed that it could be lead had moved which caused sensing drop and also opened patient to the retrograde with pacing too. Physician ordered an x-ray after the finding. To date, this lead remains in service. No adverse patient effects were reported.